Event description:
Additional information clarified that the device did not cause the infection. The patient fell at home and hit their body over the device. The verbiage was corrected to laceration related to trauma. Two weeks later the patient came to the ER and it was determined that the whole system was compromised and removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that exposed implanted hardware, wound dehiscence, and infection occurred. The patient reported an unrelated skin injury two weeks prior to presenting to medical staff, stating the injury was the result of a fall. Examination confirmed wound dehiscence and exposed hardware. The hardware, including the lead, extension, and implantable pulse generator (ipg), was functioning properly but was removed due to infection. The entire system was explanted and not replaced. The wound healed, and the patient opted not to re-implant. The event was assessed as not related to the device or therapy and not related to the implant procedure. The outcome was resolved without sequelae.